Event description:
It was reported to medtronic neurosurgery that allegedly a lumbar catheter broke inside a patient during surgery. It was reported that an additional incision was made to remove the device.

Manufacturer narrative:
The device was not returned to the manufacturer. Therefore, an evaluation of the catheter was not possible. A review of the manufacturing records could not be performed as no lot number was provided. All of our catheters are 100% tested at the time of manufacture.